Event description:
The customer reported that the 840 ventilator had a blank screen while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien troubleshot this issue with the customer over the phone. The customer was advised to replace the graphical interface unit (gui) cable. Covidien was not authorized to service the device.